Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the senor cannula was bend inside of the sensor base. No broken cannula or missing parts were observed. Unable to confirm if the customer was received the sensor in said condition due to the customer returned the sensor opened and used. The customer did not return the insertion needle unable to confirm the complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received lost sensor alarms. The customer's blood glucose level was 133mg/dl. The customer states the sensor was missing cannula. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.